Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's implantable neurostimulator (ins) and leads were received by the manufacturer. Device analysis has not been completed yet.

Event description:
Additional information was received from the manufacturer representative reporting that they spoke with the operation room manager and the explanted devices were sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the revision that was supposed to have never happened as the clinical study shut down. It was noted the doctor was going to be doing the revision, but the clinic closed shop and they were never able to find anyone who know about the clinic. It was noted that the wires moved sideways. Other relevant medical history includes non-malignant pain and complex reg pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient mentioned it caused their bathroom issues. Patient also requested to get their device back. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information received from a manufacturer representative reported that the patient had their entire system removed. The caller was unaware of the exact reason, but call notes indicated that it was due to hematoma or seroma. It is unknown if the patient recovered completely. The patient's managing healthcare provider (hcp) who performed the explant was planning on returning the implantable neurostimulator (ins) and leads back to the manufacturer. No further information was provided regarding the outcome of this event.

Manufacturer narrative:
Analysis of lead model 3776-60, serial # (B)(4) showed no anomalies. Analysis of lead model 3776-60, serial # (B)(4) showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.